Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately one month after the implant possible loss of capture on this rv lead and loss of capture on the lv lead were observed via home-monitoring. During the revision surgery this rv lead was repositioned and the lv lead was explanted due to dislodgement.